Event description:
During a robotic assisted partial nephrectomy, the ethicon echelon flex powered plus stapler was clamped to some adipose tissue on the lateral side of the patient's kidney. The stapler became jammed and stopped working. The reverse button was pushed, but did not work. The manual release was tried, but would not open the jaws of the stapler. After some troubleshooting, the ethicon clinical representative was contacted and a surgeon was finally able to deploy the manual override lever and get the stapler to release the tissue.